Event description:
It was reported this balloon was used successfully during an arteriovenous fistula graft dilatation procedure. During withdrawal of the balloon catheter, the catheter shaft broke and detached in the pt. Retrieval of the detached segment, utlizing a snare, was uneventful. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated the shaft had detached below the proximal section of the balloon. The catheter was elongated for 140mm at the break point. Numerous kinks were noted on the catheter shaft. A bubble test was performed on the detached balloon segment and no leaks were noted. This device displayed characteristics consistent with exertion against resistance, an elongated shaft, which co believes contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."